Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the pump did not deliver insulin in the morning. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The customer reported that this morning she woke up with a blood glucose of over 350 mg/dl. The customer did not eat anything and just drank water, but blood glucose was over 600 mg/dl. The customer took correction with injection 1 hour ago. The customer checked her blood glucose again, and it was 525 mg/dl. The customer¿s current blood glucose was 504 mg/dl. Troubleshooting was not completed. The insulin pump will not be returned for analysis.